Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height: 178 cm., body mass index (bmi) 24 kg/m2.

Event description:
A patient in a study underwent a da vinci assisted sacrocervicopexy with concomitant salpingectomy, cystocele repair and douglas pouch reconstruction surgical procedure on (B)(6) 2026. Three days later, the patient developed a fever up to 38 degrees celsius. Due to suspicion of a foreign body (mesh) reaction, cefuroxime 1.5g three times daily intravenously, metronidazole 500mg twice daily intravenously and diclofenac 50 mg twice daily rectally, have been administered prophylactically. The event resulted in a prolonged hospitalization. Symptoms improved, and the inflammatory markers showed a downward trend with elevated c-reactive protein (crp) levels significantly declining three days later. There were no intra-operative complications or da vinci device malfunctions during the surgical procedure. The event was reported as resolved on (B)(6) 2026, and the patient was discharged. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade ii, probably related to the study procedure, but not related to the patient's underlying disease status, not related to a da vinci investigational device and not related to a third-party device.